Manufacturer narrative:
One used lf1737 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the black insulation was damaged and missing in two places on the shaft. Each area was missing approximately ¼ inch of insulation. The type of damage observed is consistent with mishandling the device when using it through a trocar. The investigation found the root cause of the reported event to be mishandling of the device. The instructions for use included with this device cautions users to use an appropriately sized trocar for easy insertion and extraction of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the insulation on the device fell apart. No patient injury occurred or medical intervention was required.